Event description:
It was reported that there was cerebrospinal fluid (csf) draining down the wires and pooling around the patients ipg site. The patient underwent a revision procedure wherein the fluid was drained. Additional information received that the patients cerebrospinal fluid (csf) leak was not resolved and was now pooling at the base of the skull. The patient underwent a full explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: wavewriter alpha 32 ipg kit. Upn: m365sc12320 . Model: sc-1232. Serial: (B)(6). Batch: 525804.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there was cerebrospinal fluid (csf) draining down the wires and pooling around the patients ipg site. The patient underwent a revision procedure wherein the fluid was drained.